Event description:
A customer reported a media evaporation / dried vial with a cyclesure 24 biological indicator (bi) after 19 hours of incubation. A malleus nipper was not recalled and released for use. There was no injury or harm associated with the issue. The customer indicated that the cyclesure 24 biological indicator color was green. It is unknown if the sterrad cycle completed successfully. The incubator was at the correct temperature. The chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation, the DHR (device history record) was not performed, the lot number was not available. Trending analysis for the product code of ''media evaporation ' was reviewed from (B)(4) 2012 through (B)(4) 2013. Currently, this pmc is within the control limits. There were previously six breeches above the ucl, the risk is categorized into "broadly acceptable." Trending analysis for the product code of ''suspected positive bi' was reviewed from (B)(4) 2012 through (B)(4) 2013 and no significant trend was observed. Trending analysis for the product code of ''load not recalled' was reviewed from (B)(4) 2012 through (B)(4) 2013. The risk is categorized into "broadly acceptable." The 'load not recalled' issue is not related to a functional failure of the product. Trending analysis by lot number was not performed. A lot history review is not required since the assignable cause is user-related and is not due to product malfunction. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with these issues is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. For the general population, the risk is considered low per the medical review. One suspect bi was returned for evaluation. The suspect bi had a golden ci disc, indicating peroxide exposure. A single spore disc and single tyvek® liner were present. There was no staining found that would be consistent with the presence of media fluid during the sterrad® cycle. The outer vial had stress marks consistent with manual crushing and the inner ampoule was completely crushed. No punctures were observed in the outer vial. The cap was completely depressed. No media was remaining. In addition, the label was removed from the outer vial, thus, the lot information could not be verified. The load consisted of a malleus nipper. Information regarding the specific make/model is not available. Device compatibility cannot be eliminated as a contributing factor. Insufficient information is available to confirm the customer complaints of 'media evaporation' and 'suspected positive bi'. Information was unavailable regarding customer-use (i.e., incubation temperature), specific items in the load, and lot number. Without the lot number of the suspect cyclesure® product, neither DHR review nor retains evaluation could be performed to determine if an issue with cyclesure® performance was a contributing factor. However, no significant trend was observed for the product malfunction code of 'media evaporation' and 'suspected positive bi'. The customer has been sent a letter advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24.